Event description:
It is reported that a customer experienced high blood glucose of 490 mg/dl. The customer was not treated for the high blood glucose. The customer was informed that there could be many reasons for high blood glucose. Assistance was provided to the patient with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The cannula was also found to be bent due to possible site related issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.